Manufacturer narrative:
The referenced centrimag medwatch report was reported under medwatch MFR report # 2916596-2019-01134. Date of event: the event date was not provided. It was estimated as the lvad implant date on (B)(6) 2018. Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent hm3 lvad and centrimag rvad implant as destination therapy (dt) on (B)(6) 2018 caused complication of bleeding. The patient reportedly had atrial fibrillation with rapid ventricular response (afib rvr), delirium, and serratia bacteremia. Specific event dates were not provided.

Manufacturer narrative:
Description of event or problem: additional information. Device identification (serial number): correction. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and atrial fibrillation could not be conclusively determined through this evaluation. Additionally, a direct cause for the reported infection could not be conclusively determined through this evaluation. Bleeding, cardiac arrhythmia, and infection are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Care instructions in reference to preventing infection are provided throughout this instruction for use, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate ii left ventricular assist system (lvas) patient handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account issued the patient a low flow custom controller and right heart catheterization (rhc) for quality of life issues. The patient was reported to be stable.